Event description:
The patient underwent revision surgery due to high impedance.

Event description:
See section h, number 6 for investigation updates.

Manufacturer narrative:
Updated investigation codes.

Manufacturer narrative:
The impacted device changed from the tined lead to neurostimulator.